Event description:
It was reported by service report that the zoom system is studdering; not working correctly. The zoom drive is intermittent. The customer did not know if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: zoom handle load cell weldment.